Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
On 03/08/2023, it was reported by a sales representative via sems that while using an ar-12990 knee scorpion the tip of an ar-12990n scorpion¿ needle broke off. This occurred during a case. There was no additional information provided. Additional information has been requested.